Manufacturer narrative:
Continuation of d11: other relevant device(s) are: product ID: bi71000162. Product ID: bi71000163. H3) the battery tray 2 was returned to the manufacture for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The battery failed bench test. All batteries measured at 3 to 5 vdc which is under 12-13 vdc needed to power the imaging system. Batteries no longer holds charge. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the battery tray 4 was returned to the manufacture for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The battery failed bench test. All batteries measured at 3 to 5 vdc which is under 12-13 vdc needed to power the imaging system. Batteries no longer holds charge. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were replaced. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis the battery tray 2 and battery tray 4 were returned to the manufacture for evaluation and are under analysis at this time. Eval code method 10 is associated with this analysis eval code result 3223 is associated with this analysis eval code conclusion 4315 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was left unplugged over the weekend. The battery indicator is at <(><<)>10% (red blinking status).the site now had the system plugged in with the umbilical connected. The green charging led was illuminated. The system will not currently turn on. The site was going to call technical services in a couple of hours to let them know if the issue was resolved after being plugged in and charging. The issue was not resolved and new batteries were ordered. No patient was present at the time of the event.